Event description:
A pt reported experiencing inaccurate low results with an ot profile meter. The pt's blood glucose results were 123mg/dl, 190mg/dl (lab). Tests were done within 21-30 minutes with a difference of 27%. Pt did not experience an adverse events. No further info has been reported.